Manufacturer narrative:
The account found the side rail end tube is broken. The account replaced the side rail end tube to resolve the issue.

Event description:
The account alleged the side rail is not latching. No patient impact. MFR - 3006697241-2013-00189.